Event description:
It was reported that the lead exhibited high, out of range pacing lead impedance. The capture threshold and sensing were in normal range. The patient is non-pacemaker dependent and only needs high voltage therapy. Therefore the lead will remain implanted until the ICD reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.